Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-25 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be a defective central processing unit board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation as part of a preventive maintenance by a service technician a flo-gard pump presented the f-25 alarm. No additional information is available.